Event description:
During follow-up, it was reported that the patient had dizziness due to inhibition of pacing caused by oversensing of noise on the right ventricular (rv) lead and right atrial (ra) lead. During lead revision, lead damage due to abrasion with the device was observed on the rv lead and ra lead. The rv lead and ra lead were capped and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-06279.